Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that it was noted there was abrasion of the lead insulation. The pace/sense portion of the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 5568-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pace/sense portion of the right ventricular (rv) lead was previously capped due to exhibiting high thresholds, unstable thresholds, and oversensing. The high voltage portion of the lead had remained in use but has now been prophylactically replaced at device change out. No patient complications have been reported as a result of this event.